Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that while charging the implantable neurostimulator (ins), the charging was interrupted and a charging failure occurred. It was stated that ¿it took time to charge at three locations.¿ device interrogation found the system impedance was 900 ohms. The ins was ultimately replaced as a result of the event and the issue was resolved. It was noted that the lead was connected to the ins and had been positioned in the patient¿s body for one month and that this may have led or contributed to the issue. The patient was alive with no injury at the time of report. No further complications were reported or anticipated. It was noted the disease the patient was primarily/originally treated for was a brachial plexus injury.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead; product ID: neu_unknown_lead, lot# unknown, product type: lead. Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with only insignificant anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.